Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to low blood glucose. The customer stated that the infusion set was dumping insulin into their body. The customer stated that he believed the infusion set they used was part of the recall. However, they had already thrown away the infusion sets. The customer¿s blood glucose at the time of admission was between 26 mg/dl to 33 mg/dl. They were unsure if they were wearing the insulin pump at the time of the hospitalization. The customer was treated with glucose tablets. Their current blood glucose was 123 mg/dl. The insulin pump will not be returned for analysis.